Event description:
The complainant has reported that a male underwent a therapeutic placement of a tracheal stent for treatment of tracheomalacia. An ultraflex tracheobronchial stent was successfully placed (date of placement unknown). Seven weeks post placement of the stent, it was noted that the integrity of the stent mesh had been compromised. Information provided by the clinician indicates that the breakage of the stent was related to the patient's underlying disease process and cough. The ultraflex stent was removed withou issue. The complainant has not provided specific dates. The subsequent stent that was placed, silment (novatech) was noted to have broken as well. The patient is reported to be doing "fine' at this time. The patient did not sustain any complications or ill effect as a result of the stent breakage.